Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, a loss of connection occurred. A data investigation will not be performed as signal loss up to one hour is within specification. No additional event information is available.

Manufacturer narrative:
(B)(4). Describe event or problem - additional. Device available for evaluation - additional. Additional information/device evaluation. Device evaluated by manufacturer - additional. Event problem and evaluation codes - additional.

Event description:
The complaint device was returned on 05/10/2018 for evaluation. The device was visually inspected, and no defect was found. Performed a voltage test and passed. Performed a pairing test with nordic bluetooth device and passed. Performed transmitter functional testing and passed. Performed share log review and no issues were found. The reported event of a loss of connection was not confirmed. The probable root cause is no communication. The complaint was not confirmed because there is no loss of connection in the cloud data.

Manufacturer narrative:
(B)(4).

Event description:
The probable cause could not be determined.